Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The submitted lvads and system controller log files appeared to capture the pump operating as intended with no atypical flags. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient¿s date of birth was not provided. Patient¿s age was estimated from the age at time of implant. The referenced history of gastrointestinal bleeding was reported under medwatch MFR report #2916596-2017-02105. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 25 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient experienced gastrointestinal (gi) bleeding, and had complained of dizziness, lightheadedness, and felt like passing out starting on (B)(6) 2017. The hemoglobin was 6.6 g/dl and fecal occult blood test was positive. The patient was admitted for blood transfusion and further unspecified workup. At the time of the event the patient was taking the anticoagulants aspirin and warfarin. It was reported that the site/source of the gi bleed was determined to be gastric erosions. A capsule endoscopy revealed gastric erosions only, no arteriovenous malformations (avms) were identified. Treatment included hospitalization, transfusion, and administration of proton pump inhibitor. Labs were rechecked to assess for drop in hemoglobin and hematocrit. Both values had stabilized. The patient had history of gastrointestinal (gi) bleeding. The lvad was reported to have been operating as expected. The only intervention as of (B)(6) 2017 was the decrease of the lvad speed to 5800 rpm. The patient¿s symptoms improved and the event reportedly resolved on (B)(6) 2017. No additional information was provided.